Event description:
A physician attempted an arteriotomy closure using the starclose device in the right femoral artery. Ten mins post the procedure, the pt's blood pressure dropped and the pt became incoherent. A retroperitoneal bleed was diagnosed. The pt rec'd 4 units of blood while in the cath lab before going to surgery. Hemostasis was achieved in surgery.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.